Event description:
It was reported that the lead showed a fracture on x-ray. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead showed a fracture on x-ray. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product analysis: the lead was returned, analyzed, and analysis showed no anomalies found. It was noted that an outer insulation cosmetic depression was present.